Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-mar-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the station was stuck on the blue screen and offline. A field service engineer reimaged the station and midway through the process it blue screened again replaced the solid state drive ssd with a new unit running version 1.61 but the same issue persisted. After researching the error message it appeared to be related to faulty random access memory ram then removed all in one aio from a spare station and installed it in the affected unit after which the fse was able to successfully reimage the station. The station was reconfigured database synchronization was completed and all in one aio was replaced. Upon reboot the station powered on normally and the customer tested the system with no issues. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es shown blue screen and went offline in remote support service, which located on kcc9s micu. The customer attempted to reboot the station, but the issue persisted. The customer stated that this malfunction occurred while dispensing the medication, and they were unable to issue the medication, which resulted in a delay in patient care. There were no adverse events or injuries reported based on this event.